Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 36 events indicating an insulin delivery motor hall state error, with multiple unsuccessful restarts and an inability to proceed when attempting to rewind the pump; the user transitioned to backup subcutaneous insulin therapy after troubleshooting and a replacement was arranged. Symptoms included hyperglycemia, suspected to be related to an interrupted lunch bolus. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy, with plans to initiate a replacement device and return the original. Investigation included technical troubleshooting, customer education conducted remotely and physical evaluation of the returned device. Investigation of this case revealed that the pump presented repeated motor hall state alerts that prevented insulin delivery and could not be resolved through standard restart and rewind procedures. Replacement was initiated, and the user was counseled on shutdown, data syncing, and continued cgm use pending replacement. It was concluded that the device malfunctioned. The device evaluation confirmed multiple instances of alert 36; however, the reported complaint could not be duplicated. As a precaution, the mainboard was replaced.